Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands were knotted and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands were knotted and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack was take up correctly and the handle was presented marks, indicating that the trip wire was secured. The suture thread was attached to the distal trip wire loop will all knots present. The ligator head had no bands attached and did not present any problems. The device was observed under magnification and the ligator head teeth did not present any problems. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that the handle assembly and the ligator head did not have any problems. The suture thread presented seven knots and was attached to the distal trip wire. The slack was taken up correctly and the handle presented marks indicating that the trip wire was secured. The ligator head also did not present any problems. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands were knotted and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.